Manufacturer narrative:
This report is submitted on october 17, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2017 due to non-use of the device. There are no plans to re-implant the patient with a new device.